Event description:
Tip of intubating scope missing when removed from pt, seen in bronchus on x-ray. During bronchoscopy attempt retrieve, pt required cardiopulmonary resuscitation and experienced hypoxia.